Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the device allegedly self activated. Coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2025). Device not returned

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 04/2025. Device pending return.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the device allegedly self activated. Coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.